Event description:
Zoll lifecor customer support was notified that a (B)(6) patient passed away on (B)(6) 2010. It was reported that the patient was wearing the lifevest at the time of death.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The electrode belt was fully functional upon receipt. We are unable to determine the cause of death at this time. The monitor has not yet been returned for evaluation. A supplemental report will be sent upon completion of evaluation.